Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal lmca artery, exhibiting 97% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and the shaft of the stent was detached. When it was pulled back, the stent strut damage was seen. Procedure was completed using a new medtronic stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional info: the detached portion was not inside the patient when the detachment occurred. The detachment occurred when the device was being removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 4.6cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. A kink was evident on the hypotube 2.4cm proximal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 28th and 30th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.